Manufacturer narrative:
No medwatch was received from the user facility. All sections on this form completed by the manufacturer to date this device has not been received for evaluation. A follow-up report will be issued after an investigation is completed.

Event description:
It was reported that during a shoulder procedure the ablator operated intermittently when the cord was wiggled and at one point remained activated when set down on the draped table. There was no injury.